Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of alarms constantly was confirmed and duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with the malfunction of the pump alarms constantly. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.